Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and coin battery. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the 9600+ system will not make x-rays. Another system used to complete the case. There was no report of pt injury.